Event description:
Information received with return of the explanted device notes that the patient experienced several syncopal episodes with a short period of unconsciousness. During a stress test, something unusual was seen on the ECG strip. Therefore, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received